Manufacturer narrative:
Investigation completed by keymed manufacturing and service / repair team. Manufacturing investigation concluded that the stud breakage is likely attributed to over torquing the castor causing the threaded stud to fail. An additional investigation was raised with the servicing team which concluded the castor was serviced correctly, under the correct torque setting (38nm), no issues was identified with the calibrated torque tool and its calibration certificate. It is alleged that the workstation was stored and/or transported at the facility outside of the recommendations stated within the instructions for use. However there is no documented evidence for this allegation. Therefore the investigation is determined as inconclusive at this time, however if new information becomes available then an additional report shall be submitted.

Manufacturer narrative:
The olympus keymed investigation found that the castor failure was due to a ductile fracture of the castor mounting spigot. Most probable root cause was the over tightening of castor during installation. According to information supplied all 4 castors were replaced on 09/10/2019 and the failure event reported 17/10/2019 as it was found not to be a manufacturing issue, a further investigation (B)(4) has been raised to our sales / service department to investigate the over tightening of the castor.

Manufacturer narrative:
Olympus keymed have requested the castor is returned for further investigation. When further information or the castor has been received for investigation, a follow-up report will be provided. There has been no report of injury to patient or user.

Event description:
Castor came off the workstation causing it to fall and damage the top tray. The castor/wheel came off as the stack was moved from the store room into a theatre. The case proceeded with an alternative olympus stack. The workstation had all 4 castors replaced on the (B)(6) 2019.